Event description:
Same case as MFR#: 2134265-2011-01455, 2134265-2011-01456, 2134265-2011-01457. It was reported that during a stenting treatment procedure, a vessel perforation occurred. Access was obtained through the right femoral artery. The target lesion was located in the obtuse marginal (om) off of the completely occluded left circumflex (lcx). Ivus was performed with a non-bsc imaging catheter. Next, a non-bsc guide wire was advanced down the cx and a .014x185cm kinetix guide wire was advanced down the om. A 2.5x10mm non-bsc balloon catheter was advanced and inflated to 12 atms/60 sec. A 0.9mmx80 non-bsc laser was used in the cx and ivus was performed again. Next, a 3.0x32mm veriflex stent delivery system was advanced to the mid om and the stent was deployed at 15 atms/20 sec. A 3.0x20mm veriflex sds was advanced to the proximal om and deployed overlapping the first stent. For post-dilatation, a 3.0x20mm maverick balloon catheter was advanced and a large perforation was observed. The maverick balloon was inflated to 4 atms/3 min and 4 atms/2 min, but it was not able to seal the perforation. Pericardiocentesis was performed and a total of 1850cc of fluid were removed before the patient was taken to open heart surgery. The patient was released three days later and the status is fine.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).